Event description:
A talent abdominal stent graft system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was moderate tortuosity. It was reported that the stent graft was unable to reach the intended landing zone. There was a kink in the delivery catheter. The stent graft system was successfully removed from the patient. The physician believes that the kink in the stent graft delivery catheter was due to patient vessel morphology. The device was discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other, secondary intervention - conclusion: moderate tortuosity.